Event description:
It was reported that an alert was triggered due to a ventricular tachycardia (vt) episode (v>a). A review of the stored electrogram (egm)s showed oversensing of noise possibly related to a medical procedure. The minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic. A review in clinic was recommended. No adverse patient effects were reported. The device remains implanted.